Event description:
A user facility pd rn has reported that dialysis solution is leaking out of the cassette and into the cycler. There is no report of pt ill effect. A sample is available for eval.

Manufacturer narrative:
(B)(6).